Manufacturer narrative:
The investigation concluded that a higher than expected vitros chemistry products ammonia (amon) result was obtained from an american proficiency institute (api) sample using vitros amon slides on a vitros 350 chemistry system. The customer was unable to provide the exact date the api samples were tested, the vitros amon slide lot in use when the api samples were tested, or any historic quality control results that were generated during the timeframe that the api samples were processed in (B)(6) 2018. Therefore, the cause of the higher than expected vitros amon result obtained from api sample am-06 cannot be determined. An instrument, reagent, or sample handling issue cannot be ruled out as possible causes of the event.

Event description:
A customer reported a higher than expected result obtained from an american proficiency institute (api) sample using vitros chemistry products amon slides on a vitros 350 chemistry system. Api am-06 proficiency sample vitros amon result of 270 umol/l vs. The expected result of 218.8 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros amon result was obtained when processing api fluids. There was no report of affected patient results, however, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).